Event description:
Additional information was received that non-invasive programmed stimulation (nips) was performed during the last clinic visit for lead evaluation. The shock impedances were within normal range. The device was left with the previous programming. There was no root cause found for the out of range measurements. No adverse patient effects.

Manufacturer narrative:
Device and lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedance measurements were detected through remote monitoring system on the right ventricular (rv) lead. The patient was brought in following the second out of range measurement for evaluation. Manual tests in clinic were performed showing the out of range measurements were found in various programming configurations. The measurements were noted to be a gradual rise since implant. The local field representative discussed with boston scientific technical services (ts) to perform command shocks of 1.1j and max energy to get impedance of delivered energy for a true test of the system. There were no adverse patient effects. A request for status of the lead was sent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient underwent a revision procedure. The device was explanted and the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead shock impedance measurement started to become high again and reached 132 ohms. A remote home monitoring alert was received. At this time the clinic will likely continue to monitor the patient through the remote home monitoring system. The rv lead remains in service and no adverse patient effects were reported.